Manufacturer narrative:
B3: 2025 was the year of the reported event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy testing +9.5%. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that a problem with a volume test. The problem was not confirmed. The battery coin on the main board was replaced as a preventive maintenance measure, the uso seal and rear were replaced due to damage. Visual inspection passed. Device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.